Manufacturer narrative:
(B)(4). Batch # w90u86. The handpiece was received with the 4-40 stud broken. In addition, the device was received with the coating material of the housing flaking off. The loose particles on the surface are aluminum oxide from the base material. No functional testing could be performed due to the 4-40 stud was broken and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components and the moisture indicator was positive and degradation of the hand activation wire outer jacket was observed. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. Possible causes that may have contributed to this are dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over torquing or plastic torque wrench not used. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the screw thread of the hand piece was broken. Another device was used to complete the procedure. No patient consequences.